Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own and resolved a storage mode issue, and technical support instructed the caller to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.